Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer does not work. A new software installation was needed. The software was reinstalled and updated to the newest version. It was also determined at analysis that the stylus was worn but functional, causing damage to the touchscreen display. The left hasp was worn, and the paper tray was empty. The screw in the bottom hinge plate was missing. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer did not work. It was further reported that the programmer was sluggish. It was difficult to open the screen and the analyzer cover was missing. The programmer was returned for repair. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement reported.